Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown baclofen (not currently available (may require follow-up) at 200mcg/day) via an implantable pump for unknown indications for use. It was reported that the pump was exposed through the skin. The healthcare provider (hcp) mentioned that the patient had would healing issue that she thought it was resolved. There were no known environmental/external/patient factors that may have led or contributed to the issue. Action/intervention: the patient went to the hospital to have the pump remove. Outcome: the issue was not resolved. The patient weight and medical history were asked but unavailable due to legal confidential reason. The patient status was alive and no injury. Additional information was received from a healthcare provider (hcp) via a company representative stated that the pump was removed on (B)(6) 2024. The patient was doing well. No further information relating to the event.